Event description:
The lariat was being used to ligate the left atrial appendage. The lariat was advanced to the base of the laa without incident. After releasing the lariat snare a 2mm leak was noted and subsequent bleeding from the sheath. An effusion was noted on tee. A drain was immediately and successfully placed to manage the effusion. The device was tensioned twice but the leak remained. The physician decided to send the patient to surgery. The cardiac surgeon tied off the laa and repaired what appeared to be a small laceration. Per the physician, the patient was doing well post-surgery.

Manufacturer narrative:
The device was returned for physical evaluation. There is no evidence to suggest there was a device malfunction. Also, a review of manufacturing records confirmed the device met specifications prior to shipment.